Manufacturer narrative:
During a tibial artery angioplasty procedure, a 0.018" x 300cm straight tip vascular (sv) steerable guidewire (gw) did not meet expectations during the procedure. Additional procedural details were requested but were not provided. A non-sterile sv 018 guidewire (pgw .018 sv inter 300cm st) was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis, the wire was received stretched/unraveled and fracture/separated at the distal tip. The separated portion of the distal tip wire was not returned for analysis. No other anomalies observed. Per microscopic analysis, the stretched/unraveled damage and fracture/separated at distal tip condition was confirmed. A product history record (phr) review of lot 35235435 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿guidewire-damaged¿ was confirmed due to the stretched /unraveled and fractured-separated damage condition of the guide wire as received. However, based on the limited information provided and the analysis, the cause of the stretched/unraveled and fractured/separated damage conditions could not be conclusively determined. Procedural/handling factors and/or vessel characteristics, although not provided, may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip. To aid in rotating or steering the guidewire, secure a steering device to the proximal end of the guidewire. Caution: to prevent vessel injury or tip entrapment, use fluoroscopy when advancing/torqueing the guidewire.¿ neither the phr review nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A non-sterile pgw .018 sv inter 300cm st guidewire was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis the wire was received stretched /unraveled damage and fracture/ separated at distal tip. The separated portion of the distal tip wire was not returned for analysis. No other anomalies observed. Per microscopic analysis, the unit was inspected under the fal vision system and the stretched /unraveled damage and fracture/ separated at distal tip condition was confirmed. The reported event by the customer as ¿guidewire-damaged¿ was confirmed due to the stretched /unraveled and fractured-separated damage condition of the guide wire as received. However, the cause of the stretched/ unraveled and fractured-separated damage conditions could not be conclusively determined during the analysis. Neither phr review results nor product analysis results suggest that this condition is related to the manufacturing process. Handling process and/or procedural factors may contribute to the damage conditions found. No actions will be taken at this time.   A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional investigation is in progress regarding the condition of the returned device and will be submitted within 30 days upon receipt.

Event description:
During a tibial artery angioplasty procedure, a 0.018" x 300cm straight tip vascular (sv) steerable guidewire (gw) did not meet expectations during the procedure. Additional information from the device evaluation indicates that the wire was observed to be stretched, unraveled, as well as fractured and separated at the distal tip. The separated portion of the distal tip wire was not returned for analysis.